Event description:
It was reported that the left ventricular lead exhibited loss of capture up to 7.5 v when inserted into the headers of two implantable cardioverter defibrillators (ICD). The lead remains implanted, pacing when programmed from ring to coil. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.